Manufacturer narrative:
We reviewed the DHR for this chair, and it passed all applicable quality tests and configuration requirements, and met all specifications as ordered when it left the facility. The review of the DHR shows that a parts order made a month prior to the event was sent out to replace armrest receiver and saddle, which are responsible for holding the armrest in place. Due to the timing of this parts order and the occurence of this event, it is likely the armrest receiver and saddle were not installed correctly. We have sent replacement parts and provided instructions to correctly install the replacements. The owners manual prescribes initial and weekly inspection of all armrest hardware to ensure it is securely attached. In addition, the owners manual does not recommend transferring using the swing away armrest assemblies, and recommends to "always remove the wheelchair armrests, or swing them out of the way, so they do not impede your movement during the transfer."

Event description:
Customer claims that the armrests would not stay in place, and when she was transferring from her chair to a bed, she fell out. The fall resulted in a broken leg and a black eye. She received treatment at a hospital where she is recovering with no reported complications.